Manufacturer narrative:
Device has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced an extubation. Patient required reintubation. Attempts have been made; no additional information is available. 42-2540 neo-fit 2026-06-0000638.